Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was received with partially broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), with blood glucose level was 490 mg/dl and also had diabetic ketoacidosis. The customer¿s blood glucose levels at the time of incident was 500 mg/dl and current blood glucose was 212 mg/dl. The customer was treated for the low blood glucose with pump and drip. The customer was given 20 units of insulin and blood glucose levels dropped from 490 mg/dl to 240 mg/dl. The customer declined to check settings. The customer was advised to change entire set, reservoir and insulin and treat per health care professional¿s recommendation. The customer was advised to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.